Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) for high pacing impedance and short ventricular-to-ventricular events. It was additionally noted that noise was observed and that the lead was fractured. The lead was capped and replaced. No patient complications have been reported as a result of this event.